Event description:
Related manufacturer reference number: 2017865-2023-05708. It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission showed that the pacemaker and right atrial (ra) lead exhibited oversensing of far field r wave and caused inappropriate mode switch. The programming changes were made. The patient was stable throughout.